Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after draw customer experiences hemolysis with an unspecified bd sodium fluoride blood collection tube. The following information was provided by the initial reporter: it is reported customer experiences hemolysis when using "sodium fluoride potassium" tubes. Additional information provided from consumer: she confirmed there is no specific lot number for this issue. It is just the product itself with the rat specimens they are testing. There is no data of event, no occurrence amount, no samples available, no erroneous results, no death, no serious injury, no course of treatment change, no exposure to blood/bodily fluids, no needle stick injury, no safety issues, no medical intervention and no other actions taken. Customer would like to know if there is a smaller tube that they can use with drawing small amounts of blood. They are only collecting 0.25 ml from these rats.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after draw customer experiences hemolysis with an unspecified bd sodium fluoride blood collection tube. The following information was provided by the initial reporter: -it is reported customer experiences hemolysis when using "sodium fluoride potassium" tubes. Additional information provided from consumer: she confirmed there is no specific lot number for this issue. It is just the product itself with the rat specimens they are testing. There is no data of event, no occurrence amount, no samples available, no erroneous results, no death, no serious injury, no course of treatment change, no exposure to blood/bodily fluids, no needle stick injury, no safety issues, no medical intervention and no other actions taken. Customer would like to know if there is a smaller tube that they can use with drawing small amounts of blood. They are only collecting 0.25 ml from these rats.